Event description:
During a bacfix surgery in 2007, when the surgeon used coldwelder releaser on the implanted screws, the screws disassembled. The surgeon removed the implanted hardware and replaced it resulting in a 40 minute surgical delay. There was no injury to the patient.

Manufacturer narrative:
The investigation was completed by reviewing the device history record and analyzing the two returned screws. The product met specifications. Visual inspection of the returned screws show indentations that align with an incorrectly mated coldwelder releaser. The investigation concluded the product malfunction was a result of use error.